Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, equipment was not cycling correctly. The patient use was unknown.

Manufacturer narrative:
Updated information was received that the unit was not able to start ventilation and no patient was involved. The initial complaint was not reportable.